Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was found that faulty rail. A field service engineer, replaced slide railings, retractor band, and pmc board on drawer 5 to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that the pyxis medstation es system machine was improperly secured and was obstructing the operation of the drawers. The customer stated that there was a delay in accessing a medication to patient. There were no adverse events or injuries reported based on this incident.